Event description:
Facility reported two (2) saw blades broke during total knee procedure. Blades were reported to have broken near the 'hub.' Neither blade was retained for forwarding to the manufacturer for evaluation. No patient injury reported. Report for blade lot number 1 (one) of 2 (two.)

Manufacturer narrative:
Product was not returned to the manufacturer. An evaluation was made of product based on the two lot numbers provided by the facility. A review of the heat-treating supplier records indicated the product was not being properly heat treated before or after electrolyzing. This may have increased the likelihood of hydrogen embrittlement. Tests were performed on potentially impacted lots with the purpose of trying to break the blades. The lots related to the complaint exhibited breakage on some samples. Other potential causes of breakage were evaluated including rough surfaces from laser cutting and handpiece wear. Conclusion: a definitive cause for breakage of the blade was not identified. Correction: the supplier of electrolyzing services associated with the breakage is no longer used. Product from lots identified is being retrieved and replaced in order to complete further evaluation.